Manufacturer narrative:
(B)(4). Date sent: 5/8/2020. D4: batch # t92c2d. Investigation summary the analysis results found that the el5ml device was returned with no apparent damage. In addition, 2 clips were returned taped on the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2020. H2: additional information received: "the lot should be t92c2d." A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, staple malformation. Surgery was completed successfully. No patient consequence.